Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 300 mg/dl at the time of the call. The customer had received calibration errors as well as a sensor alarm. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of 8 opened and used elite sensors. 4 of the 8 sensors failed per specifications; 2 of the 4 sensors failed due to high readings, 3rd sensor failed due to low readings and the 4th sensor failed for no isig readings detected. However the remaining 4 sensors passed per specifications with accurate readings.